Manufacturer narrative:
Article citation: diwan, zoya. ¿case series and review on managing abscesses secondary to hyaluronic acid soft tissue fillers with recommended management guidelines." Jcad: the journal of clinical and aesthetic dermatology. 21 dec. 2020;13(11): 37-43. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article titled "case series and review on managing abscesses secondary to hyaluronic acid soft tissue fillers with recommended management guidelines" reported: a patient was injected with 1ml juvéderm® volift® with lidocaine in nasolabial folds and unspecified ha fillers in unspecified area. Twelve days later, patient noticed a red lump that was painful in the lip groove area of right nose. Patient went to an emergency hospital and received fluorochloroxilin four times a day for a week as treatment. Patient went to original clinic and noted an abscess of 2.5cm x 1.5cm was found with the erythema and area was tender to the touch. "Pump pus/ooction 1ml, but no culture." Patient was injected with 100u of hyaluronidase, was given fluoroclosin for one week, and kramycin for 10 days later. Two days after hyaluronidase treatment, patient was injected again with 50u of hyaluronidase. Symptoms resolved once the antibiotics course was completed. Nine days later, the abscess returned. Patient had traveled abroad and was treated with incision drainage, culture and sensitivity tests were performed. Patient was prescribed azithromycin orthotin 250mg for 5 days, 3 times a day as well as amoxira times/125 mg. When patient returned to clinic, patient had been taking amoxislav for 18 days because the culture results were negative. Symptoms resolved, no recurrences, and no scars. Patient had a history of previous fillers and was a smoker. This is the same event and the same patient reported under MDR ID# 9617229-2021-01719 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift® with lidocaine.